Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735764r, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9735764r, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9735764r, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9735785. Product ID: 9736408, serial/lot #: (B)(4). Product ID: 9735820r, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9735769, serial/lot #: (B)(4). Product ID: 9736411r, serial/lot #: (B)(4). Product ID: 9736411, device available for evaluation: products were returned 2023-02-14 unless stated otherwise below. Product ID: 9736411r was returned on 2023-02-28 product ID: 9735820r was returned on 2023-02-20. The below analysis summary is for the following product ID's: 9735764r, 9735764r, 9735764r, 9735785, 9736408, 9736411r, 9735769 the components were returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. The system control unit (scu) (9735820r) was returned to the manufacturer for analysis. When connected to a known good system, connecting a known good instrument caused a pop-up message stating that the port was not allocated. Pop-ups continued to cycle with this message for each port. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart would freeze intermittently and was unable to track instruments. Swapping ssds from another cart produced an error screen saying "failed to execute". A manufacturing representative (rep) confirmed there was only one ssd in the system. Technical services (ts) had the rep swap ssd ports with no effect. Ts had the rep then take the ssd from a third system which booted up as expected. Ts had the rep check self test statuses in admin, which were all green. Ts had the rep log into the clinical application and attempt to re-create issue. The rep reported issue was still occurring with multiple instruments. Issue presented as a multi-second lag in the tracking view. The touch screen and mouse were functioning as expected. The reported geometry error was around 0.15 mm for all instruments at all times. The 3d model and 2d images could be moved and rotated without issue. The camera cart was swapped out with a known good camera cart and issue persisted. Swapping the main cart out with a known good main cart, and the issue was resolved. Suspected issue with the main cart computer. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735762, software version: 1.3.2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.